Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a trupulse generator would not stop ablation. After the first pulsed field ablation (pfa) application the physician took their foot off the trupulse generator pedal and moved the catheter, but the trupulse generator continued the countdown as if it was going to deliver the next pfa. The caller/staff manually pressed the ¿stop¿ button to stop the countdown/ablation. The caller could not tell if the generator was counting down to ablate again or counting down after applications, so they pressed stop manually. The foot pedal was not stuck.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a trupulse generator would not stop ablation. Device evaluation details: technical services performed remote evaluation of the device. The issue reported by the customer was not duplicated. After the patient interface unit (piu) was rebooted and the patient table was raised, the case was completed with no further issues. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).